Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with blood glucose measured at 66 mg/dl and later 78 mg/dl, and the user was instructed to use the ilet mobile app and treat with oral glucose per guidance. Symptoms included clinical hypoglycemia. Outcomes included temporary risk that required prompt intervention and user troubleshooting. Investigation included complaint intake review and user education on appropriate corrective action. Investigation of this case revealed no device malfunction reported or confirmed, and the event was consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.